Event description:
Manufacturer received explanted infusion pump from a funeral home stating the pt is deceased, the pump was explanted because it was audibly beeping, and because the pt was going to be cremated. The circumstances and details relating to the pt's death were not reported. Will follow up with the pt's physician for the date, and cause of death. The infusion pump was implanted in 2001 for treatment of chronic pain relating to a failed back surgery syndrome diagnosis. The pump was programmed to deliver morphine/bupivicaine 24mg/ml at a daily dose of 13.949mg/day. A follow up report will be sent when new info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.